Manufacturer narrative:
H10: the reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Only the inserter and suture were returned. Visual assessment of the device showed the inserter tines have been broken off and were not returned. The sutures have been cut approximately mid-point of their length. An exact root cause cannot be determined with confidence without the return of the anchor and the limited clinical details provided; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Off axis insertion of the anchor. Excessive force placed on the device during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder rotator repair, the anchor was found broken however it was not used in the patient. The procedure was completed with a backup device and no significant delay or patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.